Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak sheath was damaged during insertion and tore the fibewire when setting the anchor. This was discovered during a procedure on (B)(6) 2023. Additional information requested. Additional information provided 06/13/2023: the procedure being performed was a bankart. The anchor sheath, the thickened part of the suture where the anchor is fixated, was damaged during insertion. The case was completed by using a new ar-3636.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.